Manufacturer narrative:
A ge representative evaluated the system and was able to get a popping sound from the high voltage tank and a regulator fail error message was displayed on the mainframe and was able to continue fluoroing. Removed the high voltage candle sticks from the x-ray tube and high voltage tank. Cleaned and regreased all of the high voltage candle sticks. Performed the 15 minutes high voltage arc test also used high level for 3 minutes without a failure. System is operating as intended.

Event description:
Customer reported the system is intermittently displaying a regulator failed error. No patient injury was reported.